Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d4. Corrected info: d4: full UDI. Additional information was requested and the following was obtained: .dr.(B)(6) used the suture to patient in vaginal fistula. . Vp 2317 damaged from swage, yes when we get information and got foil was open. .afer open the foil he got suture was damaged. .the complaint register the ot technician his name is (B)(6)..

Event description:
It was reported that a patient underwent a fistula procedure on (B)(6) 2024 and suture was used. The suture got broken. Another suture got damaged from the swage. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). D4: UDI: (01)gtin unavailable, product made prior to gtin compliance date. Additional information was requested, and the following was obtained: were there any patient consequences? No there is not any consequences the following information was requested, but unavailable: please clarify, were the damaged sutures used on the patient? Were the reported issues (damaged from swage and breakage from between) noticed when the foil was opened? Investigation summary the product was returned to ethicon for evaluation. One open sample was returned for analysis. Product code vp2317. During the visual inspection of the returned sample, the suture began with the degradation process; this condition likely caused the suture to break. The time of exposure of the suture to the environment could not be determined. Per the sample condition, the functional test cannot be performed. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed. The reported event is confirmed. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review batch manufacturing records of vp2437/t1026 was reviewed for any process deviation but no deviation was observed. Finished goods tests reports was reviewed for tensile strength value and needle pull-off value found to meet the specification requirement. During batch processing one nonconformance (nr-0176554) was raised which was not related to the complaint voc. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.